Manufacturer narrative:
Device it received with blank display, problem isolated to electronic assemblies. Unable to verify generated if minute event is not received from motor processor or the sw watchdog task is not running properly due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they received alarm that motor processor or the sw watchdog task was not running properly. The customer¿s blood glucose level was unknown at the time of incident. Troubleshooting was not performed. The product will return for the analysis.